Event description:
It was reported that this pacemaker system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead resulting in a lead safety switch. Boston scientific technical services (ts) discussed that impedance has been in the 600-700 ohms range since implant until the greater than 3000 ohms measurement was generated. Additionally, oversensing of noise was observed resulting in an inappropriately stored non sustained ventricular episode. Reprogramming options and further evaluation were discussed by ts. No adverse patient effects were reported. This device system remains in service.